Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the clamps on the manifold were leaking. Provider states leaks repaired, no new parts listed.